Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left hemi hip. It was reported that two doses of simplex p cement were mixed for 1 minute in an acm mixer under pressure. The cement was loaded into a cement gun and implanted in the patient's femur. Upon attempting to implant the exeter stem (8 minutes 30 seconds after mixing the cement), the stem could not be advanced more than 1 to 2 inches into the patient's femur. In trying to further advance the stem, a femoral periprosthetic fracture occurred. The stem and the cement were removed, and a different stem with cables was implanted instead (no cement). Surgery was completed with a delay of approximately 2.5 hours.